Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the customer alleged insulin pump was over delivering as they become low with boluses they do. Customer stated that for a week or two whenever they have the bolus the blood glucose level goes down to 60 mg/dl. Customer was treated with food. Troubleshooting was assisted. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was not in emergency room, nor admitted into hospital and nor emergency medical service was dispatched as a result of low blood glucose level. The insulin pump will be returned for analysis.